Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's grand-daughter reported via phone call that the insulin pump alarmed no delivery. The grand-daughter stated the alarm occurred after the insulin pump was rewound. The customer has attempted to rewind the insulin pump several times, but the alarm persisted. The customer's blood glucose was 145 mg/dl at the time of incident. It was also reported the customer had air bubbles in the reservoir. It was found the no delivery alarm and air bubbles were resolved by a reservoir change. The reservoir will not be returned for analysis.